Event description:
Synovial fluid white blood cell positive [synovial fluid white blood cells positive], hot left knee [joint warmth], red left knee [erythema], left knee swollen [joint swelling], drained 75 cc of fluid [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a nurse regarding a patient (demographics not provided), initials unknown, with knee pain. The patient's medical history was not provided. On an unspecified date in (B)(6) 2013, the patient initiated treatment with synvisc-one injection (hylan gf-20), at a dose of 6 ml, once (route of administration not provided) in an unspecified location. The lot number of synvisc-one was not provided. It was reported that, the patient came back with hot knee, red knee and swollen knees, following which 75 cc of fluid was drained off. The outcome for the events of hot knee, red knee, swollen knee and drained 75 cc of fluid was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporter did not provide the causal relationship between synvisc one and all the events. Follow-up information was received on (B)(6) 2013 from the physician regarding the (B)(6) male patient, product information, event information and treatment medications (cortisone injection which upgraded the case to serious). The patient's medical history was significant for osteoarthritis and previous use of steroids, non-steroidal anti-inflammatory drugs and synvisc-one (viscosupplementation). On (B)(6) 2013, the patient received treatment with intra-articular synvisc-one, in left knee. The lot number of synvisc-one was unknown to the reporter. On (B)(6) 2013, the patient developed a red, hot and swollen left knee following which, 75 cc of brown turbid, synovial fluid was withdrawn from the left knee. Later, while blood cells (76175 /mm3) were observed (neutrophils 81%, lymphocytes 3% and mononuclear cells 15%) in the synovial fluid analysis. Also, a few white blood cells and rare red blood cells were seen in the gram stain and no growth to date was observed in synovial fluid culture. On (B)(6) 2013, the patient received treatment with cortisone injection for the events of "left knee hot", "red left knee", "left knee swollen", "drained 75 cc of fluid" and synovial fluid white blood cell positive. On (B)(6) 2013, the patient received treatment with euflexxa, for the event of "left knee swollen." On an unspecified date, the patient recovered from the event of "red left knee" and "hot left knee." The outcome for the event of synovial fluid white blood cell positive was not provided. At the time of report, the patient had not yet recovered from the event of "left knee swollen" and "drained 75 cc of fluid." The intensity for the events "red left knee" and "hot left knee" was mild and for the events of "left knee swollen" and "drained 75 cc of fluid" was severe. The intensity for the event of synovial fluid white blood cell positive was not provided. The reporter assessed the causal relationship between synvisc-one with the events of "red left knee", "hot left knee", "left knee swollen" and "drained 75 cc of fluid" as possible and did not provide the relationship between the synvisc-one with the event of synovial fluid white blood cell positive.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.